Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was noted that the pacing lead exhibited a rise and elevated threshold. The lead was reprogrammed which resolved the issue. No further patient complications have been reported as a result of this event.